Event description:
The patient reported, the hcp put additives in the patient¿s pump without talking to the patient. The patient stated that 6 months ago, the hpc put a numbing agent in the pump which paralyzed him from the waist down. The patient also reported dissatisfaction with the hcp and was thinking of finding a new hcp. The pump was used to deliver dilaudid. Additional information has been requested, but had not been received as of the date of this report

Manufacturer narrative:
Product ID 8835 lot# serial# (B)(4), product type programmer, patient product ID 8590-1 lot# n303824, implanted: 2011 (B)(6), product type accessory product ID 8709sc lot# serial# (B)(4), implanted: 2011 (B)(6), product type catheter (B)(4).